Event description:
It was reported that device diagnostics resulted in a high impedance reading. It was reported that this patient is new to the physician and that history is limited. It was reported that the physician did not program the device off after observing the high impedance, but that the physician has been advised to have the patient come in to program the device off. It was reported that the patient would be sent for x-rays and referred for surgery. It is unknown if any trauma or patient manipulation occurred that caused or contributed to the high impedance. Clinic notes dated (B)(6) 2013 note that the vns is not functioning and the output current is not being delivered due to high impedance. It was noted that this may be due to delayed discontinuation or fibrosis. It was noted that the generator was not near end-of-life, but that battery replacement may be performed at same time due to years implanted (7-8). Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
This information was inadvertently left off of MFR. Report 01. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
System diagnostics results showing high impedance previously reported to occur on (B)(6) 2009 actually occurred on the day of implant (B)(6) 2006 prior to proper generator/lead connection. Final diagnostics performed on the day of implant (B)(6) 2006 showed proper device function. The first report of high impedance results were reported to occur at the patient¿s followup visit on (B)(6) 2013.

Event description:
Analysis of the lead was completed on (B)(4) 2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient's vns device was replaced on (B)(6) 2013 due to end of life. The explanted device was returned to the manufacturer on (B)(6) 2013. Per the return product form and implant card, there was a lead discontinuity.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.